Event description:
It was reported the patient's system had an open circuit. It was reported the healthcare provider opened the patient's lead-extension connection during a procedure and checked the electrode impedances on the lead and they were reported to be "fine." It was stated both the extension and battery were replaced and after the patient's system was reconnected it was stated "it still showed an open circuit." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_ext. Product type: extension. (B)(4).